Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was able to prime her tubing but was unable to exit the "preparing to prime" loop. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated and she confirmed that while insulin is dripping from the tubing there are no numbers on the display. No alarms occurred prior to the issue. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.

Manufacturer narrative:
The pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery tests. The pump primed properly. The pump was received with normal operating currents. The pump passed the self test, unexpected restart and off no power tests. The pump was received with minor scratches on the lcd window, a cracked case at the reservoir tube window corners, a scratched reservoir tube window, a cracked belt clip slot, cracked battery tube threads and a cracked reservoir tube lip.